Event description:
It was reported that when a patient presented in clinic for a follow-up, episodes of inappropriate shocks due to atrial fibrillation were observed. Programming changes were made and the device remains implanted. The patient was in good condition afterwards.

Manufacturer narrative:
(B)(4).